Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 43 mg/d. The customer's other blood glucose level was 40 mg/dl. Customer was treated with food. Troubleshooting was performed for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was over delivering. Auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.